Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device. User error - incorrect treatment method.

Event description:
On (B)(6) 2025, the user reported experiencing hypoglycemia with a bg of 60 mg/dl at night after eating snacks to prevent lows and treating with a small amount of orange juice followed by fruit snacks. The user was able to treat the low bg without assistance from a caregiver but reported symptoms of feeling warm and nausea. No ems or hospitalization was required.